Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: 1. Did the thread break in two parts? The thread broken in two parts 2. Did the needle separate from the thread? No 3. Did the issue occur before or during use on patient? The issue occurred during use on patient. 4. How many products present the issue during the procedure for each code? 5 pieces of thread to date the device has not been returned. If the device or further details are received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used.the suture line detached easily. No patient consequences reported.